Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the device failed the scope leak check due to a leak at the biopsy channel. Additionally, there were deep scratches on the lens that were causing flares. There were also two cracks on the light guide lens. The control knob was in the play position, and the plastic cover had scratches in it. If additional information becomes available following the device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that an unspecified material came out of his evis exera iii colonovideoscope while attempting to manually clean it. According to the initial reporter, this was discovered following the conclusion of the procedure during the sterilization decontamination process. Reportedly, the procedure itself was diagnostic and completed using the subject device with no harm or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the material was flakes of broken channel because the user opened the forceps within the channel or applied excessive stress during reprocessing. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU). "Operation manual_ inspection of the endoscopic system. Inspection of the endoscopic system". Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Using endotherapy accessories insertion of endotherapy accessories into the endoscope_ warning. When inserting an endotherapy accessory, hold it close to the biopsy valve and insert it slowly and straight into the biopsy valve. Otherwise, the endotherapy accessory and/or biopsy valve could be damaged. This can reduce the efficacy of the endoscope¿s suction system and may leak or spray patient debris or fluids, posing an infection control risk. Withdrawal of endotherapy accessories_ warning: do not withdraw the endotherapy accessory if the tip is open or extended from its sheath; patient injury, bleeding, perforation, and/or endoscope damage may occur. Reprocessing manual_ precautions. Caution: to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing." Olympus will continue to monitor the field performance of this device.